Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported that during patient injection with 1 syringe of juvéderm volbella® xc, the syringe "exploded" and kept oozing from around the needle. When asked for further explanation of the event, healthcare professional stated the needle disengaged from the syringe and spilled out at the luer lock. No injury to the patient or injector. Packaged needle was used.

Manufacturer narrative:
Device analysis: "1 empty syringe of 0.55ml received without cap nor needle. No defect observed."

Event description:
Health professional reported that during patient injection with 1 syringe of juvéderm volbella® xc, the syringe "exploded" and kept oozing from around the needle. When asked for further explanation of the event, healthcare professional stated the needle disengaged from the syringe and spilled out at the luer lock. No injury to the patient or injector. Packaged needle was used.